Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification). Deformation problem. (B)(4).

Event description:
An endeavor resolute rx drug-eluting stent was been used to treat a lesion in the rca. The lesion was 80-99% stenosed and calcified. The device was inspected prior to use with no issues noted. The lesion was pre-dilated (14atms for 10 seconds) but the device was unable to cross the lesion. Resistance was not encountered when advancing to the lesion. The lesion was dilated again and the surgery was stopped. There was no patient injury reported. The device was returned to the manufacturing facility for evaluation and analysis revealed damage to the stent. Evaluation summary the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).